Event description:
The report stated that the blade in the device jammed so that the jaws could not be opened.

Manufacturer narrative:
The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.